Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test. No button error alarm noted upon testing. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 76 mg/dl. The customer stated that the numbers was not ramping on their own. The customer also stated that the scroll bar was not moving with no input. The customer stated that the issue was randomly happening. The insulin pump will be returned for analysis.